Event description:
The consumer reported that his stimulation quit working on the right side; it started jerking him and he tried decreasing stimulation but it vibrated at the same amplitude as the left side. The patient had tried changing programs/groups and increasing and decreasing stimulation and it had not solved the issue. The patient stated his leg was starting to bother him on the left side now and he had been having leg cramps above his knee that had been waking him up. The patient noted the right side worked every once and a while and that it only worked on a low pulse and he was able to feel it in his feet. The patient mentioned when he turned a certain way he felt the jerking sensation and it occurred at a high amplitude even after the stimulation was turned down. There were no traumas or falls reported to be related to the issue. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the device was functionally okay with insignificant anomalies. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.